Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had high threshold. The lead was revised and remains in use. It was also reported that the right and left ventricular lead thresholds were increasing. The leads remain in use. No patient complications have been reported as a result of this event.